Manufacturer narrative:
Product analysis: analysis confirmed the customer's comments as the programmer stylus would not stay calibrated the cable between xy board and overlay was reseated and the stylus recalibrated. The hard drive was reconfigured and the software was reloaded and updated. The programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus drifts on certain parts of the screen. It was noted that recalibration and a new stylus did not resolve the issue. The programmer has been returned into service. There was no patient involvement